Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed but there is nothing on the display. The customer stated that a door fell against the pump. The customer stated that the reservoir and infusion set are intact. The customer stated that there is no outside visible damage. A self-test could not be performed due to display. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments due to the display anomaly. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratches on the lcd window.